Event description:
It was reported that during a bariatric procedure, the device only stapled half of the tissue. On the second firing, the cut and firing triggers broke, and it was not possible to use the reload and stapler. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.